Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "cannot insert cutter" was confirmed. During the pre-repair diagnostic assessment, the device failed the cutter insertion test. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the cutter could not be inserted into the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.